Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the imaging system displayed a collimator error. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the imaging system displayed a collimator error. Restarting the imaging system restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID, gender, and date of birth received from site. Patient weight not available from the site. Additional information: event occurred during a sacroiliac and thoracolumbar procedure. Correction: initial reporter: updated to dr. (B)(6), surgeon for the case. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the imaging system displayed a collimator error. Restarting the imaging system restored functionality. There was no patient impact reported and a less than one hour delay to surgery. No additional information was provided.

Manufacturer narrative:
Correction: no patient present corrected to there was no patient impact reported and a less than one hour delay to surgery. If information is provided in the future, a supplemental report will be issued.